Event description:
Olympus (osh)) was informed that the customer visera elite video system center reportedly has ¿poor contact and no image¿. The issue was found during preparation for use (patient was not under anesthesia). There was no delay, and the intended laryngoscopy procedure was completed using another similar device. No death, injury or harm was reported.

Manufacturer narrative:
The olympus field service engineer indicated when the device worked with a spare device (enf-v3), there was no image always and after shaking the video connector, the image returned back to normal occasionally. The device was returned to the olympus service/repair center. The customer¿s poor contact could not be confirmed. However, the no image defect was confirmed due to failures of the video cable connectors. A review of the device repair history confirms no previous repair records in the past year. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported no image issue could not be conclusively determined. However, the cause can potentially be due a communication error from contact failure with the video connector and the image did not display. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was estimated that a communication error occurred due to contact failure with the video connector and the image had no output. However, the cause of the failure could not be identified. Upon inspections, it was also found that after shaking the video connector, the image sometimes returns to normal. Olympus will continue to monitor field performance for this device.